Event description:
The customer reported a ventilator gave a 5021 error code indicating a high priority on the screen for primary alarm speaker failure during device set up. The customer reported the device issue was found during setup. There was no patient involvement. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Additionally, the customer reported that the ventilator was recently serviced, and the front bezel was replaced. The rse advised the customer that the alarm may not be related to the previous service. The rse then emailed information from the service manual showing speaker orientation and the possible causes for error code 5021/1102. As a result, the customer found that the primary speaker wires were loose and not connected to the printed circuit board assembly (pcba). The customer then connected the primary speaker wire to the pcba, and the problem was solved. The ventilator was reported to have been repaired and is back in service. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. The reported issue was caused by a loose connection between the primary speaker and the pcba.